Event description:
Additional information received on (B)(4) 2014: were there any patient, and disease-related risk factors for infection? Response: (B)(6) fit & healthy patient with no co-morbidities. Was it a clean or contaminated wound? Response: clean. Was the operative time > 4 hours? Response: yes about 4 to 4.5 hrs including prep time & post-op dressings. Skin prep with chlorhexidine in spirit prep. Any other pathologies like diabetes mellitus? Response: no co-morbidities except (l) ductal nst breast cancer. Had a skin sparing mastectomy & completion axillary node clearance by the breast surgeon. The reconstruction involved veritas mesh sutured with 2/0 pds over an underlying sub-pectoral anatomical allergen integrated valve breast expander. Have other implants (staples and sutures), been used concomitantly? Response: yes had an allergan anatomical breast expander. Operation date: (B)(6) 2014, discharge date: (B)(6) 2014, re-operation for removal mesh/ expander: (B)(6) 2014 duration of surgery? Response: about 4.5 hrs but the 1st 2.5 hours was for the skin sparing mastectomy & axillary clearance. The mesh was only opened minutes before it was to be used ( / exposures time =20mts before it was closed with the overlying skin flaps. Can intraoperative contamination be ruled out? Response: extremely unlikely. Have other veritas implants from the same lot been used recently, and if yes, with what results? Response: this is the 1st veritas mesh that I have used (do not know of any colleagues having used it at qehb). Any other relevant information. Response: antibiotic cover: clindamycin. Bloods: hb-13, wbc count range during admission 5.9 to 8.3, u/e normal range. The following are the details of the patient with the time line: (B)(6) 2014: (l) skin sparing mastectomy, veritas mesh and 1st stage sub-muscular tissue expander. Drainage in the s/c pocket for about 8 days with IV antibiotics initially then orally. Had some redness over the mid transverse suture line when discharged? Day 8. Drain tip/ skin swab showed mixed growth ( there was no break-down of the overlying skin except erythema) at size of 50 p coin. Review in clinic the redness had increased. (B)(4) 2014: previous day it was obvious that there was clinical infection so patient taken to theatre. Findings: yellow infected fluid around the expander & the veritas which was free floating. No adherence to any adjacent tissue: wouls, fluid swab- mixed organisms but granulation tissue from the lower pole showed growth of an unusual organism: bord.bronchiseptica: treated with IV ciproflox , drain left in situ & wound edges closed directly. Patient healed thereafter but lost the reconstruction. The surgeon was concerned to find the microbial organism to be bordetella bronchiseptica, and he has been advised by his microbiologist that this is generally a zoonotic infection.

Event description:
It was reported to baxter that during a skin sparing mastectomy, a patient developed a severe infection. The surgeon rinsed the product in saline prior to use. No sample is available. No further information provided.

Manufacturer narrative:
(B)(4). Additional information was received from the reporting surgeon and it was determined to be not related to the use of the product. Final medical assessment: humans are not natural carriers of bortadella bronchiseptica, which typically infects the respiratory tracts of smaller mammals (cats, dogs, rabbits, pigs, etc.) Since veritas is derived from bovine pericardium, and this type of bacteria does not occur in large animals, it is unlikely that the contamination has been induced by the collagen matrix. Surgical or postsurgical contamination appears the most reasonable cause for the reported serious adverse event. Baxter synovis completed the investigation. It was noted that no issues were identified during the batch record review that could have contributed to this complaint. In addition, there has never been an instance where bordatella bronchiseptica was identified during bioburden testing or environmental testing at synovis. As no sample was provided, sample evaluation could not be performed. No trend was identified. Per synovis, this is an isolated event and the first time a zoonotic infection in conjunction with the use of veritas has been reported. No further investigation is necessary as the case was determined to be not related to the product. The case will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment summary: while we cannot exclude that the implant has caused or contributed to the reported infection, multiple risk factors and alternative causes for infection such as: patient, and disease-related risk factors, clean-contaminated wounds, and operative time > 4 hours, use of other implants (sutures, staples), intraoperative contamination, diabetes mellitus or other associated pathologies have to be considered. Even if the batch review proves negative and the implant would have been non-contaminated until its surgical handling and application, due to the known characteristic of any implantable collagen (lot and product independent) to potentially augment the infectious response to surgical field contamination, we cannot rule out that the product may have contributed to the reported infectious complication. The veritas IFU adequately refers to this risk and the measures to be taken. Additional questions for further clarification of a causal relationship should be addressed. Baxter is currently in the process of following up with the reporter for additional information. A follow up report will be submitted upon receipt and evaluation of additional information.